Manufacturer narrative:
The date of birth was not provided,however, the patient''s age was provided. The patient''s weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device - 8 days.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the device produced a low flow alarm and the patient was found to have stopped breathing, unresponsive, and no discernable oximeter waveform on the monitor. A code was called and subsequently, the patient was intubated. The patient had ventricular tachycardia and ventricular fibrillation with paced beats on the monitor. The echocardiogram showed no flows. A magnet was placed over the pacemaker per doctors order and the patient was pronounced dead thereafter. The official cause of death is pending until an autopsy is performed; however, the initial report states that the cause of death was a respiratory event with underlying right ventricular failure. The clinicians reported that the expiration was possibly device related at this time.

Manufacturer narrative:
No device-related issues were discovered during the evaluation of the left ventricular assist system (lvas). The reported low flow events were confirmed through the evaluation of the lvas event system controller log file downloaded from device as well as the log file downloaded from the returned system controller however, a specific cause for the low flow events could not be conclusively determined based on the evaluation of the returned pump. A direct correlation between the device and the reported events leading up to the patient's outcome could not be conclusively determined through this evaluation. Review of the event log file retrieved from the device confirmed the report of the patient's estimated flow values decreasing below the low flow limit threshold of 2.5 lpm late in the evening on (B)(6) 2017 beginning at timestamp 23:46:57. The estimated flow values gradually decreased down to 0 lpm on (B)(6) 2017, followed by the pump being powered off. The low flow events captured in the lvad log file correlated with the continuous low flow alarms captured in the system controller event log file during this time frame. The device was returned assembled with the pump cable severed approximately 9 inches from the pump. The modular cable and the severed portion of the pump cable were not returned. The sealed outflow graft was returned attached to the pump outflow and the sealed outflow graft bend relief was returned disengaged from the graft attachment. The apical cuff was returned secured with the fully engaged cuff lock. Examination of the sealed outflow graft revealed no evidence of distortion such as twisting or kinking that may have contributed to a flow obstruction. Examination of the interior of the outflow graft and the graft attachment revealed a soft red/yellow deposition of loosely clotted blood mixed with tissue-like clotted blood, which extended through the pump outflow as one formation. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed similar soft depositions in the inflow cannula, on the interior of the pump cover, and through the eye of the rotor. The depositions showed no evidence of denaturation, showed little structure, and were not adhered to the blood-contacting surfaces. Moreover, the deposition in the pump cover volute showed four strand-like features which appeared to have pulled out of each of the rotor vanes during disassembly of the pump. The observed depositions in the device appeared to have been a single formation that extended from the inflow cannula through the vanes and eye of the rotor, into the pump cover, and through the outflow graft, suggesting that the depositions were likely not present while the pump was supporting the patient. The depositions appeared consistent with post-mortem blood remaining stagnant in the device after support with withdrawn and likely would not have contributed to a functional issue. No adhered depositions or thrombus formations were found in the device. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. Examination of the returned portion of the pump cable found it to be unremarkable. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. Respiratory failure and right heart failure listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the final autopsy report indicates severe atherosclerotic cardiovascular disease, acute mi, acute liver failure, acute kidney failure, diabetes, adrenocortical adenoma, and accessory spleen.